Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The motor and battery tube assemblies were found corroded. The pump failed the leak test. The pump leaked at a crack on the back of the case. Unable to perform functional tests including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the blank display. The pump was received with a corroded battery cap contact. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 15.7 mmol/l at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.